Manufacturer narrative:
The reported event of ipg turning off by itself was not confirmed. All of the ipg channels were programmed using aggressive settings and monitored on the oscilloscope for about two hours. The output signals did not deviate from the expected levels when stimulation was turned on, nor ever turned off on its own. The returned ipg passed all functional testing. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would shut off randomly. No external factors could be determined. In turn, the patient's ipg was explanted an replaced to address the issue.